Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have the main tube broken. No material was found missing. Additionally, the instrument was found have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis in the clevis. The complaint was confirmed by failure analysis.

Manufacturer narrative:
A correction to the failure analysis results was observed. The failure analysis technician noted that "the crimp was not visible because of the new design and the way main tube was broken." The crimp was not missing on the cadiere forceps instrument as had been previously noted.

Event description:
Refer to h10/h11 for follow-up information.